Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited a pacing impedance issue. The right ventricular lead was capped and replaced on 23 september 2022. The patient status was unknown.